Manufacturer narrative:
The MFR has not yet received devices, x-rays, or other source documents for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the info provided. Should additional info become available and an investigation result be available, that changes this assessment, an amended med device report will be submitted. Zimmer's reference number of this file is cpt(B)(4).

Event description:
It was reported, that on april 02, 2014 a znn cmn nail 10mmx18cm 130l was implanted. On (B)(6) 2014 the pt reported pain and the doctor confirmed that the device was broken. On (B)(6) 2014 the pt underwent a revision surgery.